Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic after receiving inappropriate shocks, oversensing on the ventricular channel and decreased r-wave amplitude were observed. X-ray revealed lead dislodgement. It was noted that twiddlers syndrome was also observed. Possible clavicle crush was noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.